Manufacturer narrative:
(B)(4). The ge service rep performed a filament calibration. The system operates as intended.

Event description:
The customer reported that the error between the set kvp and the measured kvp exceeded 5%. The measurements should not exceed 5%. No patient injury was reported.